Manufacturer narrative:
The device is expected to be returned to a third party for repair. Since the device is not being returned to olympus, the customer¿s allegation is unable to be confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was foreign material found in the auxiliary channel while using the evis lucera colonovideoscope. The issue was found during preparation for use and there was no patient involvement or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material in the channel was confirmed, however could not be identified. The root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.